Event description:
It was reported that the ilet would not unlock despite multiple attempts and the top half of the screen appeared blurred, preventing access to the device; a photo was provided, backup therapy was used, and a replacement was arranged, consistent with a device problem involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen, aligning with a device fracture-type issue affecting the display interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.